Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro power supply would not deliver energy and the green led light was not on. Staff tried using different outlets but it still did not work. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual examination showed a small crack on the case cover near both screws on the extension cable connector. The functional test was performed with a reference hemopro device and extension cable which found that both green leds did not illuminate on the power supply when the power supply's switch was activated. The hemopro switch was then activated but would not energize heat on the jaw to produce energy after repeated attempts. The reported failure "power supply would not deliver energy" was confirmed. Maquet has shipped the power supply to our OEM, starion for further eval. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis.